Event description:
It was reported the patient experienced a tingling or shocking sensation on the opposite side of where the implantable neurostimulator (ins) was implanted. The shocking runs down the patient's arm. The patient's tremor was still controlled but it had gotten worse in the last couple months. The shocking had occurred since the ins was implanted, which replaced another one. The tingling sensation would usually occur when doing a movement, especially when the patient lifted his arms above his head. When the amplitude was increased a shock down his arm would occur, but then it would go away. When the ins connector block is pushed on, it would cause a shocking sensation. An impedance check found that all pairs with contact 0 were above 40,000 ohms. An impedance check was done with the ins pushed on. The device had "jiggled" while pushing on it, and it was found that the pairs with contact 0 changed to about 10,718 ohms, while the other pairings stayed about the same as before pressing on it. Impedances increased back to above 40,000 ohms when the ins was not pushed on again. Palpating areas other than the ins didn't produce a response. The device was programmed to c+, 1-. The device had an intermittent connection issue. No falls or traumas related to the symptoms were reported. Two days later it was reported that the voltage on the current setting was increased to help the patient's tremor however there was no answer to the intermittent paresthesia. If the problem persists the patient will go to the operating room. No x-ray was done as the suspicion was a loose screw on the non-active electrode.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v050681, implanted: (B)(6) 2007, product type: lead. (B)(4).